Event description:
It was reported that the user experienced intermittent continuous glucose monitoring signal loss, during which the Dexcom app initially did not display glucose values while the iLet displayed readings, followed shortly by the Dexcom app restoring readings as the iLet stopped, after which the sensor signal was restored without further troubleshooting. Symptoms included no reported clinical effects. Outcomes included no impact beyond temporary loss of CGM visibility and no medical intervention or hospitalization. Investigation included remote review and user education for CGM signal connectivity and device pairing. Investigation of this case revealed transient CGM communication disruption, with no identifiable responsible device and no device component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was likely user environment or transient signal interference.